Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during implant, the right ventricular lead thresholds were not good. When it was attempted to re-locate the lead the helix was retracted but could not be extended again. The lead was removed and replaced. No patient complications have been reported as a result of this event.